Manufacturer narrative:
The astral device was returned to resmed for evaluation. Review of the device logs confirmed the reported complaint, however, the reported complaint could not be reproduced. The investigation results, and conclusions are not finalized at this stage. If further information becomes available, a supplementary report will be submitted. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed a power fault/not charging alarm. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to the device operating in high ambient temperature. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed a power fault/not charging alarm. There was no patient harm or serious injury reported as a result of this incident.